Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a torque limiting handle did not reach 100 in-lbs during surgery. An alternative torque limiting handle was used to complete the procedure without reported patient impacts.

Manufacturer narrative:
UDI number: na. Additional information: (ethnicity), method, results, and conclusions - the returned device was evaluated. The torque output was confirmed to be outside of the range. There were no signs of abnormal wear found. Handles found out of calibration typically exhibit spring relaxation, wear of critical torque components, and/or break down of the internal lubrication from use over time. A review of the manufacturing records did not identify any issues which may have contributed to this event.

Event description:
It was reported that a torque limiting handle did not reach 100 in-lbs during surgery. An alternative torque limiting handle was used to complete the procedure without reported patient impacts.